Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump could not be charged properly without the customer maneuvering the tandem-provided usb cable into the charging port at a certain angle. The customer's blood glucose was 150 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. A replacement usb cable was able to charge the pump successfully with no further issues.